Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30033410l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while doing the cavotricuspic isthmus (cti) line, a high impedance error was displayed on the system and a steam pop occurred. During ablation phase, cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 1 liter of fluid. Surgical intervention was performed to apply a small stick to close the hole. Extended hospitalization was required as a result of the adverse event. Patient outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was caused by the steam pop. Transseptal puncture was performed with an unknown transseptal needle. The information of the sheath used is also unknown. There¿s no information regarding generator parameters, overall ablation time and last ablation cycle time at the site of injury. The irrigation flow rate was in automatic mode for thermocool® smart touch® sf bi-directional navigation catheters. Patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. The spi value is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).